Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
As reported: the patient developed an infection and the leads were explanted. This is similar to events MDR 2183787-2021-00011.